Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported the complete loss of image was experienced midway through the procedure and the procedure was completed with the same colonoscope but with a different video cart and scope cable. The intended procedure was reportedly delayed for 20 mins. An olympus field svc engineer visited the site, and isolated the difficulty to intermittence in the video cable. The device has not yet been returned for further eval. The exact cause of the reported phenomenon could not be determined at this time. If the relevant and significant info become available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image. The pt was transferred to a different room where the procedure was completed. There was no pt harm reported.